Event description:
It was reported that the pump battery was depleting quickly. It was also reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. The customer¿s blood glucose was 170 mg/dl. Multiple attempts were made by tandem technical support to follow up and further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.